Event description:
It was reported that a large volume folfusor was observed with a leak prior to infusion. The location and drugs being infused were not specified. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (There was no patient involvement as the leak was noted prior to patient use). Additional information: the device was manufactured october 3, 2012 to october 4, 2012. The device was not received; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.